Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states one of the bolts broken while someone was using the lift, this bolt connects the mast mounting bracket and boom actuator.